Manufacturer narrative:
Product ID 37751, serial# (B)(4). Product type recharger. Analysis of the ins (serial # (B)(4) found the ins battery had reduced capacity due to overdischarge, but was functioning within specifications. Additional review indicated method code and results code no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019 information was received from a consumer a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the recharger wasn't recognizing the device and showed reposition antenna screen. The patient repositioned the antenna on the recharger. The patient programmer showed the ins battery was low. The patient last successfully recharger on (B)(6) 2019. The antenna locate feature was reviewed since the patient programmer was connecting. They attempted a recharge session after the antenna locate and the issue resolved. The ins status was off. It started charging the ins, but it showed por (power on reset). At first it showed a warning screen, which they confirmed was an informational por. It was reviewed that the patient would allow the ins to charge and that stimulation won't turn on until the por was cleared. It was further reported that the patient was able to clear the por, but they felt like the ins wasn't charging. They confirmed they had 8 coupling boxes filled. The ins wasn't progressing inthe charge and they had been charging for 2 hours. They had 8 bars and the battery was blinking like it was charging. The rep then reported that the patient received the replacement recharger and had been charging with it, sometimes 3-4 hours, but they can't get past 25%. The caller was charging the ins in the office with the patient and it was charging the first quartile with 6 bars. The caller attempted to interrogate the ins with the clinician programmer, but it showed the ins was discharged. The patient noted they should have charged on (B)(6) 2019, but they couldn't. Only the recharger showed the por, not the patient programmer. The recharging stats were reviewed (dates were (B)(6) 2000 due to por) and it was deciphered that the battery voltage had gotten extremely low and the ins was likely heading into overdischarge, but didn't actually go into overdischarge. The ins was charging like it was supposed to, but it hadn't reached the 25% voltage trip point yet as it was deeply depleted. On 2019-may-07 additional information was received from the rep. It was reported that patient's ins was replaced on the date of the call. No further complications were reported/anticipated.